Event description:
It was reported that 8 hours post-operatively, the exudate was found to be leaking from the drain, approximately 30 cm from the connection to the reservoir. A crack was observed in the drain. The area with the crack was then removed, and the drain was re-connected to drain the exudates. There was no adverse consequence to the pt.